Manufacturer narrative:
Visual and optical examination identified part of the threaded tip of the inserter has broke off and missing. The fracture surface is brittle with a raised lip near the outer threads. It appears this was caused from bending of the instrument during use. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at t10-illiac. During surgery, the tip of the inserter broke and was stuck inside the cage. The product came in contact with the patient. Fragments of the broken part remained inside the patient. No patient symptoms or complications occurred as a result of the event.